Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The device history records for the returned sam 300p device were reviewed and this confirmed that all manufacturing and quality checks and tests had been successfully completed prior to the dispatch of the sam 300p from heartsine technologies, belfast on the 26th of september 2013. On receipt of the device the history and memory logs were downloaded. The history log for this device showed that the pad-pak was first installed on the 4th of december 2013 and that it had performed to specification up to (B)(6) 2014. After (B)(6) 2014, the device recorded seven manual power ups all under one minute duration. On receipt, the pad clock was incrementing however a nonsensical date was displayed. The device was disassembled to investigate. Upon visual inspection one of the pins on the battery coin cell was observed to have a dry solder joint. All faults were rectified upon rework of the solder joint.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
There was no patient involved in this event. Device observed switching on automatically.